Manufacturer narrative:
(B) (4). Pancreatitis. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B) (6) 2010. According to the complainant, the stent was placed to treat an anastomotic stricture following a liver transplant. Post procedure, the patient complained of abdominal pain and subsequently developed post-ercp pancreatitis. The physician noted that neither contrast injection nor instrumentation was performed during the procedure. Further medical treatment and patient condition was unknown. During the reporting of this event, the physician stated, "this is the third time this has happened". (The other two events are reported in manufacturer report # 3005099803-2010-02247 and 3005099803-2010-02248.) Attempts to obtain additional information regarding the circumstances surrounding this event has been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.